Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and systems interface pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death reported related to this event.